Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose, sensor was not securely taped. The sensor glucose was 130 mg/dl and blood glucose was 220 mg/dl. The customer reported blood glucose value of 220 mg/dl. The customer reported hyperglycemia and no information on the treatment received. The event involved product(s) mmt-7040b, mmt-1884l, mmt-332a, unomedical. Troubleshooting was partially performed. Customer reported a discrepancy between sensor glucose and blood glucose with difference 90 mg/dl which is greater than 30%. No further patient complications were reported. The customer will discontinue the use of the sensor. Mmt-7040b was requested and customer response was the device will be returned. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.